Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor receptacle) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt connector was missing from the monitor receptacle. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (stuck connector) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was damaged and was unable to plug into a monitor belt receptacle. Connector was covered in glue. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt. Manufacturing dates: monitor sn - (B)(4) - 1/21/2016. Belt sn - (B)(4) - 7/17/2015.

Event description:
A us distributor reported that a patient's monitor and belt were damaged and were unable to disconnect.